Event description:
Coopervision was made aware from the (B)(6) regarding a pt that came in for a ecp visit with problems of red eyes for 2 weeks. The pt did not wear lenses following the incident for 2 weeks. After not wearing the lenses for 2 weeks, the pt tried the lenses once more and experienced red eyes, light sensitivity and discomfort. The ecp also found severe keratitis and bilateral conjunctivitis. The ecp advised the pt to stop wearing the lenses and referred the pt to an eye doctor.